Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic system did not deliver power to the handpiece during an unknown timing of surgery. Procedure details and patient impact have not been provided. Additional information was requested, and none has been received to date. This report pertains to ophthalmic operating system involved for this reported event.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The reported event was confirmed via event log review. However, the company representative was unable to replicate the reported issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that during cataract surgery the handpiece was unplugged and the whole machine was reset with the new handpiece and everything worked correctly. The surgery was completed without any issues. There was no patient harm.

Manufacturer narrative:
Additional information was provided in section b.3, b.5, h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.